Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing on the atrial channel leading to inappropriate ams episodes. The patient was asymptomatic. No intervention had been reported. The device remained implanted.

Event description:
New information available on 8/31/2017 states that oversensing on the atrial channel leading to inappropriate ams episodes occured again. Programming changes were suggested. No patient symptoms were reported.